Manufacturer narrative:
(B)(4). One paper filter sample was received for evaluation. Visual inspection found it to be stained with liquid medication, and the paper folds were observed (as reported by the customer) not being uniform in separation. However, it is not considered a defect. Further tests were performed to verify that the uneven separation between paper folds did not affect the resistance to air flow. Samples were manufactured duplicating the same condition, and they were tested against a brand new filter to measure if any significant difference in air flow resistance could be noticed. These results were within the expected values and under the values that would cause an occlusion according to instructions for use (IFU). The tests also verified that uneven folds do not affect the air flow, and the probable root cause was isolated to the aerosol medication being used against the warnings included in the IFU. No corrective actions are required based on the results of the investigation.

Event description:
It was reported that, during patient use, the ventilator generated a severe occlusion alarm with the nebulization of mucomyst. The patient was transferred to another ventilator without any harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). A covidien customer support engineer (cse) evaluated the device, and verified the customer reported malfunction. The cse replaced the exhalation filter to resolve the reported event. The ventilator passed all tests, calibrations, and it was operating within the manufacturing specifications.